Event description:
A surgeon reported that the probe's cutting was poor during surgery. The product was replaced to resolve the issue. There was no harm to the patient. The customer was unwilling to provide any further information.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).